Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that the anesthesia machine stopped automatic ventilation with alarm and the hint "only manual ventilation possible." The anesthesia was completed two minutes later. During the two minutes the patient was manually ventilated. No injury reported.

Manufacturer narrative:
The ventilator failure which was described by the user could be comprehended with reference to the logbook. A safety shutdown of the ventilator was triggered by excessive airway pressure peaks. The peaks have been identified by the internal monitoring and led to a stop of the ventilator motor. The exact circumstances for short-term pressure build-up could not be clarified. However, it is to suggest that the pressure spikes have been triggered by patient's coughing. On request no further information could be given by the user for this purpose. No hints to a device malfunction were identified in the course of investigation. At once with the stop of the motor it was alarmed for "ventilator fail" and the pressure relief valve was opened. The ventilation was continued in manual mode and concluded after two minutes with the switch to standby. The manufacturer comes to the conclusion that the device has behaved in accordance to it´s specification and turned off the ventilator- to protect the patient ¿with the relevant alarm and reduced the pressure. The alarms, possible root causes and measures are described in the instructions for use.

Event description:
Please see initial report